Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred and the pump became unresponsive. Customer¿s blood glucose level was 600 mg/dl, which was addressed by administering manual injections. Reportedly, the customer will use manual injections as alternate insulin therapy.